Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis and was hospitalized on (B)(6) 2019. The blood glucose level was 455 mg/dl at the time of incident. Customer's blood glucose level was 90 mg/dl. There was an positive results in ketones test. Customer have the symptoms related to the hospitalization was eyes were very blurry and nauseous. The customer treated with nauseous medicine and was liquid IV. Troubleshooting was done for high blood glucose. Customer was wearing the pump at time of hospitalization. Insulin pump will not be returned for analysis.